Event description:
The report from the affiliate indicate that during an interventional procedure, the cypher select plus stent did not cross the target lesion after several attempts. The physician attempted to remove the stent delivery system (sds) by pulling it back into the guiding catheter, but was not successful. The entire system was then removed successfully. The physician inspected the product after removal and the stent was noted to have crumpled proximally. The target lesion for the procedure was the left anterior descending (lad) coronary artery. The lesion was reported to be: de novo, native vessel, heavily calcified, tortuous, 2.75 mm vessel diameter, and 30 mm in length. There was no reported pt injury. The physician's comments were that the case was very challenging and that the vessel was heavily calcified.

Manufacturer narrative:
After removing the cypher select plus, the physician inserted a new guiding catheter. A driver stent was advanced but dislodged off of the sds balloon. A 3.0 x 20 mm liberte stent also failed to cross the lesion. Two driver 2.5 x 12 mm stents were successfully implanted. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.